Manufacturer narrative:
No phaco tip was returned for metal fragments in the eye originating from the phaco tip. The complaint information indicated the tip had been used two times previously. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The root cause for customer complaint issue cannot be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that during a cataract extraction procedure a piece of the phacoemulsification tip came off in the eye. The piece was removed during the same procedure. The procedure was completed using an replacement tip. In addition, it was noted that this tip had been used in two previous procedures. The product sample was retained and is expected to be returned. There was no harm to the patient. Additional information was requested; however, none has been received to date.